Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A consumer reported that following an intraocular lens (iol) implant procedure, the patient could not see distance, the surgeon thought there might have been a slight astigmatism causing the distance blurriness. It improved slightly after a yag (yttrium aluminum garnet), then the patient had a retinal tear and subsequently had an allergic reaction to the post-op drops levofloxacin. Additional information has been requested, received and stated the patient has been given glasses for distance, which helped some but not 100%. Surgeon stated the patient may need lasik.